Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce hickman s/l catheters allegedly fractured and caused an unrestricted flow. This information was received from one source. This malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. The investigation was inconclusive for the reported fractured and caused an unrestricted flow. The device is labeled for single use. H11: d3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for reported fractured and unrestricted flow. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce hickman s/l catheters allegedly fractured and caused an unrestricted flow. This information was received from one source. This malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed.. The sample was not returned to the manufacturer for evaluation. The investigation was inconclusive for the reported fractured and caused an unrestricted flow. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce hickman s/l catheters allegedly fractured and caused an unrestricted flow. This information was received from one source. This malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.